Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that peek spacer and titanium plate were received separated at the plate to spacer interface on the zero-p va cage convex h6 peek implant. The device was examined and broken as reported was not identified. A dimensional inspection for the zero-p va cage convex h6 peek was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for zero-p va cage convex h6 peek as the peek spacer was received detached from the titanium plate, however; with the information provided a cause cannot be determined. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.647.136s. Lot number: 6471p16. Manufacturing site: mezzovico. Release to warehouse date: 21 jun 2023. Expiration date: 01 jun 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: part: 04.647.136s. Lot: 6471p16. Manufacturing site: mezzovico. Release to warehouse date: 21 june 2023. Expiration date: 01 june 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the peek spacer and titanium plate had become separated at the plate to spacer interface on the zero-p va cage convex h6 peek implant but the device did not appear to be broken as reported. The titanium plate is also observed to be securely attached to the implant holder. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for zero-p va cage convex h6 peek as the peek spacer is seen to have detached from the titanium plate but a cause cannot be determined from the photo. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown spine procedure on (B)(6) 2024. During the surgery, the cage was broken (anchor breakage). Another device was used to complete the surgery. There were no adverse consequences to the patient. Procedure was completed successfully with no delay. This report is for a zero-p va implant 6mm height convex-sterile. This is report 1 of 1 for (B)(4).